Event description:
Complaint alleges that the needle bent in the middle during an epidural procedure. There was no report of patient injury or harm.

Manufacturer narrative:
No lot number was provided by the customer, however, a device history record (DHR) review was performed on lot number rf3041431, based on sales history and there were no relevant findings. Complaint verification testing could not be performed as no sample was returned for analysis. The device history records for the epidural needle were reviewed with no evidence to suggest a manufacturing related cause, therefore, the complaint could not be confirmed and a root cause could not be established.